Manufacturer narrative:
Corrected b5.

Event description:
It was reported and learned through investigation that a patient with a 25mm 7300tfx mitral valve implanted seven (7) years, eight months, underwent valve-in-valve procedure due to fixed septal/posterior leaflet with severe symptomatic mitral stenosis. The patient presented with acute on chronic chf. Tmvr was successfully performed with a 26mm 9750tfx transcatheter valve. The patient tolerated the procedure well was transferred to the observation unit in stable condition and discharged on pod #1.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm 7300tfx mitral valve implanted seven (7) years, eight (8) months, underwent valve-in-valve procedure due to severe symptomatic mitral stenosis. Tmvr was performed with a 26mm 9750tfx transcatheter valve. The patient hemodynamically stable at the conclusion of the procedure. The patient tolerated the procedure well and was transferred to the observation unit in stable condition. Per medical records, patient presented with acute on chronic chf and progressive exertional dyspnea. Echo demonstrated a mean gradient that has progressed from 5 mmhg to 9 mmhg across the prosthetic mitral valve. There is a fixed septal/posterior leaflet on the prosthetic valve. Tmvr was successfully performed with a 26mm 9750tfx transcatheter valve. The patient tolerated the procedure well.